Manufacturer narrative:
Reported event: missing internal screw 3rd screw. Product evaluation and results: visual inspection was performed and confirmed that missing screws in collar. Attempts to repair were unsuccessful. Functional inspection, dimensional inspection and material analysis. Analysis were not performed as visual inspection confirmed the failure. Per (B)(4) and (B)(4). Part was rtv for rework. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot k0bkq and (B)(4) devices were accepted into final stock on 08/23/2018. Review of qt18 - 08 - 0092 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0bkq , shows 01 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Missing internal screw 3rd screw. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Missing internal screw 3rd screw. Case type: tka.